Event description:
The customer reported to philips healthcare that the heartstart mrx that the operational check failed and a cross came up and cannot get it to clear. There is no reported pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.